Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a possible helium leak on unit causing unit to refill multiple times during therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and could not reproduce the reported issue. Ran unit with trainer in therapy mode and unit performed as expected. Completed system checkout with all functional and safety tests per manufacturer specifications. Unit returned to the customer.